Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There was blood in the inflation lumen and balloon. The tip, balloon, markerbands, bonds, and inner shaft were microscopically and visually examined. The balloon was loosely folded. Microscopic examination of the device revealed that the inner shaft was buckled 2mm - 5mm distal of the bi-component weld. The distal tip was damaged. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the edge of the distal markerband was revealed. There was balloon material lifted around the pinhole with a deep scratch. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. First inflation was performed at 8 atmospheres. However, on the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. First inflation was performed at 8 atmospheres. However, on the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.